Manufacturer narrative:
Device not being returned, it was lost. Internal investigation in process.

Event description:
Per sales rep, surgeon was putting in 1.2x5mm screw in right orbital rim, and the head of the screw sheared off. The shaft was left in pt.